Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that male piece of extension set is getting stuck in an ICU medical cap and causing an unbreakable connection.